Event description:
Rep reported that the physician implanted the valve. Before he was getting ready to close the wound, he decided to check the pressure with a monometer. He had originally set the valve at 50mmh20, but the monometer did not read correctly. He felt that the valve was not working properly. He removed the valve and opened a new one. Repeated the same procedure and the monometer read correctly. As a result, the surgery was delayed for more than 30 minutes.

Manufacturer narrative:
Upon completion with the investigation, a follow up report will be filed.